Manufacturer narrative:
During preventative maintenance, the thermogard xp ivtm system (sn (B)(6) was unable to start due to tcmid:05 (coolant diff failure) error. The root cause of the observed error was a defective lm 34 a/b temperature sensor. The thermogard system failed functional testing due to tcmid:05 (coolant diff failure) error. The lm 34 a/b temperature sensor was replaced to address the observed error. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without any issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard xp ivtm system with sn (B)(6).

Event description:
During preventative maintenance, the thermogard xp ivtm system (sn (B)(6) was unable to start due to tcmid:05 (coolant diff failure) error. No patient involvement.